Event description:
The lay user/patient's mother contacted lifescan in 2007 and alleged that the patient's one touch ultra2 meter was reading inaccurately high. The medical affairs specialist was unable to reach the reporter after several attempts via phone. A letter was sent to the address provided. The mother was unable to provide a date/time as to when the reported issue first occurred. She mentioned that the patient had shaky legs, was pale and nauseous after the reported issue began. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The mother reported that the patient had obtained a result of 277 mg/dl on the subject meter and was comparing it to a result obtained on the backup meter (177 mg/dl). She also provided another comparison (83 mg/dl on the subject meter and 30 mg/gl on the back up meter). At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration/discard dates. The mother was walked through a control solution test, which passed within range. This complaint is being reported because the mother alleged that the patient experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged high results on the reported meter were being compared to the backup meter results. The meter/strips were within specification with the control test. Replacements products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.